Event description:
It was reported that an iab was inserted into a patient who was transferred to a sister hospital where the iab was later removed. The physician at the other facility stated that the tubing was not compatible with the catheter. The catheter was discarded after removal. The patient later expired, however it was not related to the reported incident.

Manufacturer narrative:
Although an evaluation of the product was unable to be performed, a similar sample was obtained from stock and tested in an effort to confirm the reported event. The product performed according to specification and the reported event could not be confirmed. A lot history record review and trend evaluation was performed and no non-conformances were found related to the reported event. .